Manufacturer narrative:
Investigation: samples received: 52 unopened pouches to analyze. Analysis and results: there is one previous complaint of the same code-batch received from the same customer at the same time. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received 52 closed samples from the customer to analyze both cases. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.38 kgf in average and 0.57 kgf in minimum (ep requirements: greater than 1.12 kgf in average and greater than 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported that the needle fell off. The reporter indicated that the nurse checked the suture before the operation to see if the suture quality is appropriate, since earlier a negative experience of the needle and thread detached with this same lot. The same experience occurred with the needle separating from the thread again. Additional event details and patient information was not been provided. No patient harm was reported.